Event description:
I started using the philips CPAP machine, after a sleep study test. I had sleep apnea and used this CPAP for two + years. I ended up with a terminal lung disease, which required a bi-lateral lung transplant at (B)(6) on (B)(6) 2018. FDA safety report ID# (B)(4).